Event description:
A customer contacted a baxter technical service representative (tsr) reporting an alarm on the home patient's (hp) homechoice (hc) machine during prime and only partial supplies were changed out. The caregiver (cg) stated that the hp had changed out the lines and was still getting the same alarm. The hc would not move over to the initial drain to drain the hp. The tsr asked the cg if the cassette was changed out. The cg stated only the cassette was changed out; the solution bags were reused. The tsr explained to the cg that when only one piece of the set up is changed out, then the set is compromised and she would be risking the hp of an infection. The tsr advised the cg to dispose of all current supplies attached and to start over with all new supplies. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.